Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was listed for transplant. The patient was presented with transient ischemic attack (tia) and computed tomographic angiography (cta) showed extensive clot in the proximal potion of his outflow graft. The patient was taken to operating room (or) last week and was put on extracorporeal membrane oxygenation (ECMO), turned the ventricular assist device (vad) off, and used an amplatz occluder plug to plug the outflow graft. They were planning to return the pump after transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed evidence of extrinsic outflow graft obstruction (eogo). The report of extensive clot in the outflow graft was unable to be confirmed through evaluation of the returned portion of the heartmate 3 lvas. A specific cause for the eogo or the reported clot could not be conclusively determined. A direct correlation between (B)(6) and the reported transient ischemic attack could not conclusively be established. The pump was returned assembled with the pump cable severed approximately 7.5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Approximately 1.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The apical cuff was returned secured with the cuff lock engaged. No depositions were noted in the lumen of the sealed outflow graft; however, a longitudinal crease was noted in the sealed outflow graft. External tissue was well-formed into the external shape of the crease between the outflow graft and its bend relief, which was consistent with eogo. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no hard or denatured depositions or thrombus formations that would have contributed to a flow or functional issue. Soft, acute depositions were noted within the pump that were consistent with the report that the device was intentionally turned off, and the outflow was intentionally occluded. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. A corrective action/preventative action investigation has been opened to further investigate extrinsic outflow graft obstructions. Actions have been taken to prevent reoccurrence. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists adverse events that may be associated with the use of heartmate 3 lvas, including pump thrombosis and other neurological events (not stroke-related). Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism and neurologic dysfunction as potential late postimplant complications that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 5 of the IFU contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 5 of the IFU also warns that extrinsic outflow graft obstruction (eogo) is the abnormal accumulation of biodebris between the outflow graft and the outflow bend relief or a non-heartmate component such as a gore-tex/ptfe conduit or wrap added during implant. Eogo can occur to the degree that the blood flow through the graft is obstructed and manifest as persistent low flow unexplained by other causes. It may be confirmed by appropriate imaging, such as computed tomography (CT) angiography. In the event that surgical intervention is used to correct an eogo under the outflow bend relief, the outflow bend relief should either be reattached or suitably repaired to prevent subsequent kinking of the outflow graft. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.